Event description:
The pt noticed a squeaking noise in his knee. It was found that the plastic had worn through to the metal. The metal then wore through to the femoral. The mg I patella was replaced. The mg I was a white porous implant. The hosp discarded the device.